Manufacturer narrative:
The device was not returned for analysis; however, logs and/or assessment report were received. Analysis of the records show that the battery voltage level of the device is within specifications. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed clearing the eri message. The device is providing therapy.